Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the 'emergency shut down' issue not reproduced. A review of the event history log found no evidence to support the customer-reported allegation of "emergency shut down". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did an emergency shut down. The issue occurred during programming/setup of a "bam" (bamlanivimab) infusion (dose, programmed amount and delivery rate unknown) in the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information.